Event description:
Patient called our office on (B)(6) 2018 due to beeping coming from her device. She was able to come into the office and have it interrogated the same day. Interrogation of the device showed error code 1003 had triggered on (B)(6) 2018 stating "voltage is too low for projected remaining capacity." Boston scientific technical services were contacted and engineers gave an estimated seven days of guaranteed function before device would need to be changed out. Previously scheduled check on (B)(6) 2018 showed battery had 9.5 years remaining.